Event description:
The customer alleged that the device became inoperative, while on a pt, with kb0034 error code. There was no pt harm or change in therapy as a result of the malfunction. The mallinckrodt customer support engineer (cse) inspected the device, verified the error code, and replaced the autozero solenoid, ai pcb and the transducer pcb. The unit then passed extended self testing.